Event description:
It was reported that a (B)(6) hispanic female patient who underwent breast reconstruction surgery with a 115cc mentor memorygel right breast implant and an unknown gel left breast implant experienced right sided cutaneous contour deformity, rupture, device migration and left sided anisomastia post procedure. Patient underwent a surgical intervention on an unspecified date, however no further details were provided. As a result, patient underwent removal and replacement with an unspecified mentor breast implant on the right sided implant on (B)(6) 2022. There is no information on there right side implant being explanted. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: surgical intervention. Manufacturer¿s reference number: (B)(4).